Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the no foam reagent is leaking from the 'y' fitting/tubing in the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and installed a new no foam bottle assembly.